Manufacturer narrative:
The cover screw could not be screwed in. The implant had to be removed during the same surgery. There are visible signs of use on the implant. The implant chambers and upper guide diameter are deformed. The enclosed retention screw is dimensionally, gauged and functionally sound. However, due to the damage to the implant, the connection between the implant and the retention screw is not intact. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
The cover screw could not be screwed in. The implant had to be removed during the same surgery.